Event description:
It was reported that the event involved a pt who "shock pt treated with iabp, successfully inserted. Moving pump on battery, pump fell out. Got it restarted, but fell out again. The pump stopped. Needed replacement by competitors pump." Add'l info rec'd on (B)(6) 2013 stated the event occurred in the cath lab after the start up of the pump. An update rec'd on (B)(6) 2013 reported that the indication for use was shock + vsd (ventricular septal defect). While in the cath lab, the intra-aortic balloon (iab) was inserted successfully. Almost directly after switching the pump to battery power the pump stopped. The pump was restarted however, it stopped again. As a result, the pump was replaced with a competitor's pump. There was no reported pt death, injury or complications. The delay in therapy was for the timeframe required to switch out the pump. Medical/surgical intervention was not required. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.